Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempted right ventricular (rv) lead exhibited high thresholds. The rv lead was removed. A second rv lead was attempted but also exhibited high thresholds. The rv lead was removed. A new lead was then implanted and remains in use. No patient complications have been reported as a result of this event.